Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mesh removal, it was not possible for a complete excision due to the deeply embedded implanted materials. Complete mesh was not removed during surgery.